Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The h6 "type of investigation" field was corrected as "h6 - 10 - testing of actual/suspected device' had inadvertently been selected. The device was not returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. A root cause cannot be determined as the device was not returned for physical evalaution. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: " inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If the device is made available, a supplemental report with evaluation results will be filed.

Event description:
An olympus medical representative reported on behalf of the customer that the new evis exera iii bronchovideoscope did not function. The representative reported that the device relayed no image to the monitor. No adverse effects to patient reported.